Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The expiration date is currently unavailable.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure when the surgeon tied the third knot, he tied it to close to their 5.5 mm healix advance knotless peek anchor causing the bottom part of the anchor to crack. The sales rep stated that the anchor would no longer bite due to the crack and was therefore removed with no issue. The procedure was completed with another like anchor by creating a new bone hole. There was no patient harm but there was a two minute delay to create a new bone hole and grab another anchor. The patient's bone quality was hard. The sales rep stated that the device was discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part and lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) incomplete. The expiration date is currently unavailable.